Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 63 mm diameter abdominal aortic aneurysm. There was anterior to posterior neck angulation of 45 degrees. The neck was 23 mm in length, 23 mm in diameter proximally, 19 mm and then 23 mm just above the aneurysm. The left common iliac artery was tortuous. There was a large 41 mm left common iliac artery and an ectatic right common iliac artery. It was reported the final angiogram showed the stent graft landed slightly low due to a parallax correction difficulty and there was a type ia endoleak present. The physician placed an endurant aortic cuff and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine. Review of pre-implant ctas revealed that the proximal neck was angulated approximately 70deg a-p, and measured 19x21mm in diameter just below the renals. The neck was calcified. The maximum aaa diameter was 6.4cm. The left common iliac was aneurysmal (4cm maximum diameter) and was acutely angulated >90deg at its origin. The cause of the proximal type I endoleak is unknown. Images at implant were not available for review. It is possible that the low placement due to parallax correction difficulties may have contributed. The angulated and calcified neck may have also contributed. The severely angulated left iliac artery may have also contributed to the inaccurate delivery.

Manufacturer narrative:
(B)(4).